Event description:
It was reported that the pump was programmed in the secondary mode to deliver a 250 ml solution container at 62 ml/hr. However the pump delivered the entire amount in only 65 minutes instead of the anticipated four hours. The pump was removed from pt use. No medical or surgical intervention was required.